Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a breast surgery procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The next day, the nurse found that the flap area of the bottom of the locking plate was broken. A second like device was used with no adverse pt consequences.